Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a prostyle device after a cerebral aneurysm coil embolization interventional procedure with a 6f sheath. Reportedly, when the device was inserted, blood flow was not observed through the marker lumen. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported ¿blood flow was not observed through the marker lumen¿ was not confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed medwatch report, the following information was provided: the interventional procedure was percutaneous transluminal angioplasty, not a cerebral aneurysm coil embolization procedure. No additional information was provided.